Event description:
The reporter indicated that following an implant with a momentum pacemaker, a sorin s-80 and a medtronic 4068 bipolar leads, all the measurements were ok. At the conclusion of the procedure, the device was programmed to vvi at 40 bipolar to see the underlying rhythm and it was discovered that nonsensing occurred in the ventricle. Manipulation of sensitivity did not change the phenomenon. The pocket was opened and everything looked fine.